Event description:
Boston scientific received information that this patient died three months post implant of this defibrillation system due to sepsis syndrome related to (B)(4). There was no specific device allegation noted.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.